Event description:
It was reported that a female patient, underwent an atrial fibrillation procedure with a stockert 70 rf generator and 2 weeks after the procedure was found to suffered esophageal fistula confirmed by computed tomography scanning which required an esophageal stent. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this may be related to the ablation on the posterior left atrium wall. Esophageal temperature monitoring was used during the procedure.

Manufacturer narrative:
(B)(4). It was reported that a female patient, underwent an atrial fibrillation procedure with a stockert 70 rf generator and 2 weeks after the procedure was found to suffered esophageal fistula confirmed by computed tomography scanning which required an esophageal stent. The patient¿s medical history is unknown. The patient was reported to be in stable condition at the time the complaint was reported. The physician¿s opinion regarding the cause of this adverse event is that this may be related to the ablation on the posterior left atrium wall. Esophageal temperature monitoring was used during the procedure. The investigational analysis has been completed. A repair follow-up was performed and service was declined. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. Management is notified of failure analysis through the monthly trending reports. No significant trends have been identified at this time; therefore no CAPA is requested at this time.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. We have searched and found that this stockert was manufactured before september 24, 2014, therefore UDI # is not applicable for this product with serial number (B)(4). Bwi concomitant products used: product name: carto® 3 system: us catalog #: fg540000, serial #: (B)(4). Product name: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4). Product name: thermocool® smart touch¿ bi-directional navigation catheter: us catalog #: d132705, lot #: 17115331m. Product name: lasso® nav eco variable catheter: us catalog #: d134301, lot #: 17132730l. Product name: soundstar catheter: us catalog #: unknown, lot #: unknown. (B)(4) is related to the same event. (B)(4).